Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was not confirmed. The heartmate mobile power unit (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days ((B)(6) 2022 per timestamp). There were no notable alarms in the log file. Pump operation was not affected. Additional information communicated on 10mar2022 indicated that the cause of the reported alarms was not determined, that there have been no further alarms, and that the mpu would not be returning. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for gastrointestinal (gi) bleed. On (B)(6) 2022, when getting out of bed to go into the bathroom, the patient started feeling lightheaded and subsequently tried to catch himself on the bathroom bars and had a syncopal event with loss of consciousness. The patient only remembered feeling lightheaded prior to passing out. The patient did not remember hearing any alarm or implantable cardioverter defibrillator shock prior to passing out. The patient denied head trauma and endorsed some shortness of breath and lightheadedness but denied chest pain. The patient also endorsed 1 week of increasing dyspnea on exertion and 1 week of black tarry stools. It was, however, noted that the clinic notes on (B)(6) 2022 did not support the 1 week complaint nor did the labs. On (B)(6) 2022 the patient had a hemoglobin of 11.8 and hematocrit of 36.2, respectively. On (B)(6) 2022 they were 6.6 and 20.5, respectively. A computed tomography (CT) scan was negative for acute process and showed no large vessel infarct or acute intracranial hemorrhage. It was noted that syncopal episodes were likely due to active gastrointestinal bleed causing decreased intravascular volume. The patient received a total of 5 units of packed red blood cells, with the initial 2 units improving their lightheadedness. Antithrombotic medication was withheld without reversal. An endoscopy revealed two arteriovenous malformations (avms) in the duodenum. They were treated with argon plasma coagulation (apc). As of (B)(6) 2022, the bleeding had resolved. The patient reported alarms while on the mobile power unit (mpu) at home. No alarms were noted in the patient's history and healthcare providers were unable to recreate the alarms. The patient described a "no external power sound" but nothing was seen on the log. Log file review did not capture any no external power events and there were no unusual events noted in the log file event history. No cause for the alarms on the mpu was identified. There had been no further alarms as of (B)(6) 2022. Related pump manufacturer's report # 2916596-2022-01475.